Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Home health aid advised she was lifting enduser and front left caster broke but she was able to safely get them back in the chair.